Manufacturer narrative:
A ge oec service representative investigated the issue and found that the generator configuration files needed to be re-loaded. The calibration files were re-loaded. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. No patient was involved as the facility was repairing the system when the new error displayed the malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed regulator filament cal required and collimator cal required error messages.